Manufacturer narrative:
The fragment in the patients eye has not been identified; therefore it is unk if it is part of the mics needle or another product used in the surgery.

Event description:
The doctor reported finding a tiny metal filing on a patient's iris during a post op visit of cataract surgery. The patient has prolonged post op inflammation manifest as ciliary injection, foreign body sensation and general discomfort. No outright iritis including no kp or flare/cell. It should be noted the metal piece is fixed in location and has not moved since noted, embedded on the iris surface temporally. It should also be noted that the patient is seeing much better and seems satisfied in that regard. Additional info from the doctor states there will not be additional surgery performed at this time given the extremely small size and overall inert behavior of titanium in the eye; however if the patient develops prolonged inflammation, it may need to be removed, but thus far that does not appear to be indicated.